Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed "pacer fault 116" and "defib fault 72" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.